Event description:
On (B)(6) 2020, the user posted on social media that dario's blood glucose (bg) readings are high. The user stated that the high bg readings are causing miscalculations in insulin doses, which is leading to low bg levels. The user reported that she is a scientist in the medical device industry, and that she had compared her bg levels with another device, and tested with control solution. Dario's representatives attempted to contact the user numerous times to obtain additional information regarding the incident with no success. The user refused to speak with dario's representatives, and was only interested in refund. There is not enough information available to investigate the case. Therefore, no resolution is available.